Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient was admitted for a syncopal event. The right ventricular (rv) lead exhibited occasional oversensing and intermittent loss of capture was noted in both unipolar and bipolar configurations. The loss of capture was up to 23 beats in a row while in complete heart block. The lead also had high and variable impedance, as well as, unstable thresholds. The physician suspected a fracture. The lead was reprogrammed and, subsequently, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.